Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was disconnection between the locking titanium adapter and peritoneal dialysis (pd) transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.